Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified no signs of wear or use however, the locking feature was found to be flared out. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Insufficient information provided. Unable to perform a compatibility check. Medical records were not provided. This complaint was confirmed with the returned device. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that when placing the articular surface into place, it did not sit flush or make an audible noise. The poly was removed, verified that it was the correct size, and was attempted again which did not work. An additional identical articular surface was opened which went in without issue. No patient impact was reported.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.